Event description:
The patient reported experiencing elevated blood glucose and she believes the infusion device does not correctly deliver boluses. On (B)(6) 2010, her blood glucose measured 62 mg/dl at 9:00 am. She ate and bolused 6 units of insulin. At 10:00am, her blood glucose measured 269 mg/dl. At 11:45am, measured 325 mg/dl and she ate and bolused 12 units of insulin. From 1:00-5:00pm, her blood glucose was over 600 mg/dl despite bolusing 12 units of insulin. She ate and bolused 4 units of insulin and her blood glucose measured 566 mg/dl between 5:00-6:00pm. She ate again and bolused 4 units of insulin. Between 6:00-7:00pm, her blood glucose measured 527 mg/dl. She ate and bolused 13 units of insulin. Between 7:00-8:00pm, her blood glucose measured 555 mg/dl and she injected 10 units of insulin via pen. At 8:00pm, she switched to her backup infusion device and her blood glucose decreased. The patient did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.